Event description:
Related manufacturer report number: 3006705815-2024-01713. Additional information received indicates that the patient's lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186ans, serial:(B)(6), batch: a000086604, UDI: (B)(4).

Event description:
It was reported that the patient's system was autoreducing due to high impedances. Reprogramming was performed, but the issue persisted. As a result, the patient may undergo surgical intervention to address the issue. Product investigation is unable to determine which lead caused the issue.

Manufacturer narrative:
Correct data: the year of the explant has been corrected from 2023 to 2024.